Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 491 mg/dl after eating a sandwich. The customer was able to treat and lower her blood glucose levels. The customer then stated that she was hospitalized for high blood glucose levels back in (B)(6) of 2000. Nothing further was reported.